Event description:
Two to three months after injection with bovine collagen, the patient experienced swelling of the lips and formation of an abscess. The physician prescribed a medrol dose pack and antibiotics orally.